Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that a right atrial (ra) lead impedance warning was triggered. High thresholds were also noted. The ra lead remains in use. No patient complications have been reported as a result of this event.